Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced, the fluoroscopic functions board and the x-ray controller were cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during an exam the collimator unexpectedly closed so the system could not expose fluoroscopy and the customer could not operate the system. No pt injury was reported.